Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic transfemoral catheter angiography procedure with a small-bore sheath. Reportedly, after the plunger was removed, there was only a link on the needle and the suture was not confirmed [cuff miss]. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, based on the observations, it is possible the reported suture detachment occurred during knot advancement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that may contribute to suture detachment during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.h6: medical device problem code 1142 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the reported cuff miss was not confirmed on the returned device. Follow up with the account confirmed the suture was broken when the plunger was pulled. No additional information was provided.